Event description:
It was reported the patient felt that there was an issue with the catheter. A dye study was scheduled for (B)(6). The patient status at the time of the report was indicated as alive, no injury. The symptom the patient experienced was perceived loss of therapy when leaning over desk. A dye study was performed (B)(6) 2015 and the catheter was performing as it should, easy aspiration, no observed compromises in catheter. No surgical interventions done or planned at this time. To the reporters knowledge no other actions or interventions were taken and the patient was doing fine. The pump was used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).